Manufacturer narrative:
(B)(4). Product not yet returned for evaluation most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 185mg/dl. The customer's expected fasting blood glucose test result range is 80 to 95mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 04/27/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Customer states he has not been diagnosed with diabetes. He states that he test just to maintain his health. Customer states he consulted his doctor about a results of 185mg/dl fasting back in (B)(6), the doctor states that his a1c was 4.1%, and that his blood sugar should be around 80-95mg/dl. Did not confirm his results of 185mg/dl in the meter.